Event description:
Complainant claims the apex hole eliminator would not assemble completely in the metal acetabular cup. Surgery may have been delayed by this event. No injury to the patient was reported.